Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that the litter was stuck raised and could not lower without weight applied. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: waiting for kit to be delivered prior to scheduling a visit.

Event description:
It was reported via repair work order that the litter was stuck raised and could not lower without weight applied. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.